Event description:
The physician was performing a stone removal using a lithotriptor and another manufacturer's basket. During the procedure it was reported that when pressure was applied to crush the stone, the lithotriptor handle broke. The physician used grips to rotate the lithotriptor handle and crushed only fragments of the stone. As difficulty was encountered, it was reported that the stone was not removed; however, the physician does plan to remove the stone at a later date. A stent was placed in the patient for drainage purposes and the patient was reported to be in satisfactory condition.